Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1jdxk, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device is not working because they were having more leaks for the past 2-3 months. It was also reported a painful sensation in their right leg when they lay down at night, depending on their position. It was noted that they patient had fallen when they were sliding from one chair to another, but they did not remember when this occurred. Troubleshooting had included having an x-ray taken yesterday, and the patient reported seeing a kink in the lead. The patient was instructed to turn stimulation off, and the manufacturer representative would be seeing the patient the following day to check impedance on the lead. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had difficulty recalling the order of their symptom onset, but they thought the fall came first. It was reported that their symptoms had worsened over the last 2 to 3 months with increased leaks at night, ranging from 1 to 4 leaks at night. They then tried turning up their stimulation to see if that would help their symptoms and after that they started noticing the pain when laying down at night in certain positions; it was described as painful stimulation deep down in their pelvic floor. The manufacturer representative met with the patient on (B)(6)2018 for a device check; impedance was within normal limits and battery life was ok. The patient was moved to program 3 and felt appropriate stimulation at 2.7. The cause of the kinked lead had not been determined, but the patient reported that the implant is working well for them, their symptoms have improved, and they are happy with their results. They have no leakage, decreased urgency, and no pain with stimulation or when laying down. No further patient complications are anticipated or expected as a result of this event.